Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical inc. (Isi) received the 8mm maryland bipolar forceps instrument for failure analysis investigation. The instrument was analyzed and the findings did not replicate or confirm the customer reported event. The instrument underwent external and internal visual inspections, no issue detected. The instrument housing was removed a visual inspections was performed founding no evidence of a dislodged flush tube nor damaged flush tube or housing which may have caused the leakage. The instrument passed the manual articulation of inputs. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the "poor burning" meant low cautery. The water leaks from the tip during washing. There was no damage noted at the tip. No fragments fell inside the patient.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the instrument; however, failure analysis is still ongoing. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during da vinci-assisted surgical procedure, 8mm maryland bipolar forceps instrument was found to have low cautery function and water was leaking from the tip. The procedure was completed with no reported injury.